Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went through a routine supply change, and received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. Review of the pump data logs by tandem technical support show that the cartridge was overfilled at times. The customer's blood glucose level 600 mg/dl, and was addressed with manual injections.